Manufacturer narrative:
The reported event that a piece of the device was broken off was confirmed through the visual inspection. It was observed that the tip of the device was broken off. Any physical impact to the navigated instrument, such as with a mallet or a similar tool can cause product damage or operational failure due to battery movement.

Event description:
It was reported that after the cleaning process, the device was found to have a piece broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that after the cleaning process, the device was found to have a piece broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.